Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary stenting treatment procedure a dissection occurred.the target lesion was located in the left anterior descending artery. A non-bsc guide wire crossed the lesion and then was pre-dilated with a 2.5 x 12mm non-bsc balloon. The 2.75 x 38 mm promus element stent was deployed and post deployment there was a dissection noted at the distal end of the stent. A 2.5 x 15mm promus element stent was deployed to cover the dissection, then post-dilated to complete the procedure. No further patient complications were reported and the patient's status is stable.